Event description:
Caller reported a malfunction on the pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer followed instructions from technical support to successfully reset the pump, after which the malfunction did not recur.